Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the health care provider hit his spinal cord and almost paralyzed him when it was put in his neck (implant). The patient reported that it was because there is no room and the narrowing of his spine in his neck is so bad that he was almost paralyzed when it hit his spinal cord. The injection that the doctor gave the patient for his vitals to be normal brought him back on the table. (The patient's medical history includes the spine deteriorating from spinal disease and spinal stenosis.)

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from the patient reported during the trial to implant the neurostimulator device in the neck, the healthcare professional (hcp) hit the spinal cord and almost paralyzed them. The indications for use for the implanted device were noted as lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.